Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4). Description: linear 3-4 lead, 50cm, model #: sc-2218-50, serial #: (B)(4).description: linear st lead, 50cm model #: sc-3138-55 serial #: (B)(4). Description: scs phiii ext 55cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an additional implant procedure there was possible used of electrocautery. The patient was experiencing warmth at the pocket site when charging, had to charge the ipg frequently, not able to link with the remote control and was unresponsive. The patient underwent an explant procedure. No device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).